Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07511. It was reported the pt presented to the hospital with postoperative pain in her back. It was determined the pt had some fluid retention near the lead insertion site. It was determined the fluid was discolored and the pt was diagnosed with an infection. The physician undertook surgery to determined the extent of the infection. It was identified there was infection at the ipg and the lead site, so the devices were explanted. The areas were flashed and irrigated with antibiotics. The pt was hospitalized and placed on IV antibiotics.

Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.